Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 80-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient developed an access site bleed following impella cp implant as a result of forward sutures not being placed at the site. The doctor was initially advised that forward suture were necessary, but ignored the advice. When the oozing got worse, the site was redressed and the doctor was once again advised to place the proper sutures. The doctor decided to place tegaderm around the area and angle matched with gauze, but the impella was still not locked down and the site continued to bleed. The physician finally placed sutures; however, backward tension sutures were placed rather than forward tension sutures and the site again began to bleed. Femostop was placed and two units of blood were eventually administered before the doctor refused further action.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue has been completed. The device was not returned for investigation. As per the clinical information provided, the patient bleed at the access site due to forward tension sutures not being applied. After several attempts of advising the doctor about the best practices on insertion, backward tension sutures were placed and the site began to bleed again. The cause of the access site bleeding issue was use related due to forward tension sutures not being applied per impella insertion procedure/best practices.